Event description:
According to the user, a wheel fell off when the user was using the walker for support to get up from bed, whereupon the user fell onto the floor. The user had bruises.

Manufacturer narrative:
The right rear wheel came off the walker. To prevent the wheel from coming off, a circlip is placed in the groove of the wheel axle. The circlip of the wheel that came off was missing at the time of inspection of the walker. The wheel axles of the walker were according to specification. The right rear axle, (B)(4), was slightly bent. The wheel had a bearing placed in a housing on each side of the wheel. The inner side housing of the left rear wheel was damaged and its bearing was missing. The outer bearing had a mark from the edge of the circlip. (B)(4).